Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer. Casters were replaced customer performed evaluation.

Event description:
It was reported by the customer that the casters on the bed were splitting in half. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that the casters on the bed were splitting in half. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.